Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Preapproaching recommended replacement time (rrt) with battery voltage at 2.85 volts.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was implanted for only one week and now showed one month of longevity remaining after the patient experienced a ventricular tachycardia (vt) storm requiring many therapies. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.